Event description:
It was reported that the system 9900 would not boot prior to a procedure. There was no reported pt involvement.

Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced power supply. The system was tested and found to be working as intended and placed back into service.